Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level of 526 mg/dl. Cause was not known. The bg was addressed via manual insulin injection. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.